Event description:
It was reported that the inpatient nurse manager has given a defective cath kit ¿ a303416a. We believe the lot to be nglp1131 (original packaging was disposed). The catheter was tubing filled with urine, but the tubing did not drain into the holding tank.per follow up information received via email on 05jun2026, it was reported that the physical sample was available and patient was re-cathed with a coude cath, then when there continued to be no urine the patient went for a CT to make sure there was not a perforation, then it was recognized that it was a device failure so the patient was re-cathed with an all-new device.

Event description:
It was reported that the inpatient nurse manager has given a defective cath kit ¿ a303416a. We believe the lot to be nglp1131 (original packaging was disposed). The catheter was tubing filled with urine, but the tubing did not drain into the holding tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.correction- b, e, f, hudi format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.